Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator changeout. During the procedure, it was noted that there was pressure on the suture sleeve of the right ventricular (rv) lead which contributed to episodes of noise oversensing. The rv lead was capped and replaced on (B)(6) 2022. The patient had no adverse consequences.